Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported beginning on the day of the call at the corner of the battery site, the skin had eroded through and it was leaking clear fluid. The caller stated the skin in that area had been purple for a month or two prior. It was reported the patient fell all the time. The caller was instructed to follow up with the health care professional (hcp). No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the manufacturer representative (rep). It was reported the patient fell and injured his chest near the implant. A hole developed in the skin over the ins and began leaking fluid. The surgeon examined the wound and determined it was infected and removed the ins after cutting the extensions. The patient went to inpatient rehab and was prescribed IV antibiotics. It was reported the IV antibiotics would be complete prior to month end (B)(6) 2018 and the patient would receive new leads and ins with abdominal implant on (B)(6) 2018. The issue was not resolved and the patient was alive without injury at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.